Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device was not alarming for low blood glucose alerts. Their blood glucose level during the incident was 74 mg/dl. Low blood settings on the insulin pump is set to 90 mg/dl. Troubleshooting was not performed because the call was disconnected. The device will not be returned for analysis.